Event description:
It was reported that this inflatable penile prosthesis was removed due to fluid leak noted by no fluid in the system and the pump did not work. The site of the leak was not found. A new inflatable penile prosthesis was implanted. No patient complications were reported.